Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during manual prime. Customer's blood glucose reading at the time of the incident was not included in the report. Customer reported that the event was resolved by changing the reservoir. Product is not expected to return.